Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a thermocool smarttouch sf catheter and the patient experienced cardiac tamponade, ventricular fibrillation, and cardiac arrest that required chest compressions and pericardiocentesis; however, the patient passed away. After the procedure was completed, a pericardial effusion was noticed in the patient the next morning, and then the patient had passed away. After the procedure had completed initially, at about 5:30pm, the physician had checked and confirmed that there was no effusion present, with a transthoracic echocardiogram (tte) probe. After the patient woke up, everything appeared normal. The patient stayed overnight for monitoring. The next morning, as the patient was about to leave, the patient had complained of a headache. The patient became unresponsive and went into ventricular fibrillation (v-fib). Chest compressions were administered to the patient for about 30 minutes. The physician checked on the echocardiogram (echo), and a pericardial effusion was confirmed to be present in the patient. The medical intervention provided to the patient was a pericardiocentesis, and about 100cc of fluid was removed. At some point, between confirming via echo and performing a pericardiocentesis, the patient passed away. The patient had passed away at about 7:00am, on tuesday morning. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.